Event description:
Customer's mother report that customer received a button error alarm. When batteries were removed for less than ten minutes, customer received battery too low alarm. Customer reports to have changed batteries three times. Alarm could not be cleared due to button error. Customer's blood glucose was 323 mg/dl. It was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
No button error alarm noted during testing. However, the esc button did not respond due to corroded keypad trace. It was unable to verify battery out limit alarm, slow battery alarm or perform displacement test, basic occlusion test, occlusion test, prime/a33 test, no delivery test due to unresponsive button. The insulin pump received with minor scratched display window, cracked battery tube threads, broken reservoir tube lip, missing reservoir tube o-ring and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.